Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: product ID# 97715, serial# (B)(6): analysis found no significant anomalies. Product ID# 977a260, serial# (B)(6). : analysis found no significant anomalies. Product ID# 977a260, serial# (B)(6). : analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they had an MRI and was told the leads had moved. The patient had an appointment on 3-sep to reevaluate with a second MRI and to schedule getting a new device and leads put in. The patient noted they had a lot of pain since last nov.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(6) im planted: (B)(6) 2017 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products medical: product ID 97745 lot#/serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called in and reported that they continued to experience stimulation in their upper thighs, but not their lower back. Pt reported they were going to have multiple injections. Pt also mentioned they had burned a nerve. Pt inquired of the replacement controller could have affected the location of stimulation. Agent reviewed information. Pt has an appointment to meet with their mdt representative and managing hcp upcoming where they will be reprogrammed again. Agent documented reported information. Pt called back stating that they called about two weeks or so ago and they seemed to all of a sudden feel like the implant (ins) wasn't working as good as it was originally. Pt said that they met with a rep 3 times over the past month and a half or so, but the issue wasn't resolved. Pt said that the last time they met with a rep was a week and a half or so ago. Pt said that they felt like the stimulation was going down their legs and not in their lower spine area. Pt said that they were in a lot of discomfort and it was terrible. Pt said that they had been experiencing this now for several months. Pt said that they have an appt this friday afternoon to go back to pain management hcp who implanted the ins and who gave them all different kinds of injections. Pt mentioned that they just got an injection like two weeks ago. Pt wanted to know if there was a newer ins available; pt said that they were told by the last agent that there was an updated ins from may. Agent reviewed requested information with the pt. Pt said that hcp had taken two x-rays (one was taken in nov or dec and the second one was taken like a month or so ago); pt said that hcp said that everything was good. Pt said that they would be seeing the pa on friday. Pt wanted to know if the newer ins was available in their area; agent reviewed requested information with the pt and redirected pt to hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6) product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they didn't feel like they were getting the full benefit of their therapy for the past month, so they met with representative, last week for reprogramming. After about 30-40 minutes of the rep trying to help them, they weren't able to hone in stim where the patient ideally desired it. After reprogramming, the patient was feeling stimulation in their leg area, rather than their lower back/spine, which they said had always been their problem (agent understood low back pain was the reason they had ins/therapy). Patient said they had been charging their implant on a daily basis, but since they saw rep last tuesday or wednesday, they hadn't charged their implant for almost 2 days, which was very unusual for them. Patient mentioned they last charged their implant on friday or saturday, but the implant battery level was still at ~90%. Patient confirmed stimulation was on, and behaved the same way when they changed programs. Patient said they never turn stim off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent had a difficult time following the chronological explanation of the issue that the patient explained; ultimately understood the stimulation issue began about a month ago, and rep was informed about 1.5 weeks ago. Patient called back and stated they had called yesterday and met with their rep today but are not convinced their controller is working properly. Patient explained that for about a week they have noticed that both the implant and controller battery levels have stayed at 90% where they used to have to recharge about every day. Patient explained that last week they had met with the rep and it seemed like whatever adjustments were done made their symptoms worse. Patient stated that today they had an xray and everything appeared to be in the correct position still. Patient stated they only feel the stimulation in their upper thighs and not their lower back even during reprogramming today they never felt it in their back. Patient stated they used to feel stimulation but don't feel anything now. Patient noted that the rep told them to follow up in a week, but they're praying these new programs help soon because they're in so much pain. Agent walked patient through checking stimulation was on. Patient was in group a with programs 1-4. Patient said the controller battery level was at 90% and the implant was at 100%. Patient noted they charged the implant this morning and usually it would be lower in charge by now. Patient noted the rep reset their controller while in the office today. Patient stated that their new rep kind of does everything herself rather than calling the support line if needed. Agent had patient check the intensity levels and program 1 was set to 2.0. Patient repeated that neither the controller battery level or the implant battery level ever change. Agent offered to send replacement controller and advised patient to follow up with their healthcare provider if the issue is not resolved.